Manufacturer narrative:
Method: device discarded. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after four (4) years, four (4) months due to unknown reasons. This was replaced with a 19mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information indicating the reason for explant was due to aortic valve calcification. Reportedly, the patient had been receiving high doses of calcium therapy and the surgeon indicated this was the root cause for the quick development of calcification.